Event description:
Customer reported a patient was able to remove himself off the sensor and the alarm did not sound at the nurse's station. Customer did not provide a date when the issue was discovered. No patient injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the reported issue. (B)(4).